Event description:
Caller reported that the touchscreen of their insulin pump became unresponsive after jumping into the ocean with the pump on. Despite the issue, there was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl. Customer support (cts) provided detailed instructions for resetting the pump, but the issue persisted. Consequently, cts decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.